Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition and oversensing of atrial activity. A chest x-ray was performed that confirmed the lead had dislodged slightly from its original site of implant. Boston scientific technical services (ts) discussed programming off lv sensing to restore bi-ventricular pacing, which did resolve the lv pacing inhibition. The patient did not experience any asystole as a result of the lv pacing inhibition. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.